Event description:
It was reported that the device entered back-up mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.